Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
It was reported that a patient had their device removed five weeks prior to the report due to infection. Additional information has been requested, but was not available at the time of this report.